Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. Customer treated with the pump. Customer stated that she has a back-up plan. Troubleshooting was performed and customer was advised to do a complete set change. Customer was advised to use a different site. Customer stated that the pump passed the high pressure test. Customer stated that the test failed on the first attempt. Customer was advised that the pump was working as designed. Customer stated that the cannula was not occluded. Customer was running low on supplies and was offered replacement sets.